Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an err hwi2c was displayed on the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was attempted and failed. The receiver data log could not be downloaded because receiver was stuck on initializing screen. A receiver functional test was unable to be performed due to being stuck on initializing screen. An internal visual inspection was performed and passed. The reported event of an error icon display was undetermined. A probable cause could not be determined.